Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Log review identified a last power off event with payload 0000 approximately 25 minutes into use, consistent with a watchdog reset. This type of reset is not necessarily indicative of a device malfunction but may occur if a subsystem becomes unresponsive and the system resets to recover as a mitigation. Post event log data showed normal device operation, and functional testing was unable to reproduce the reported issue. As a precaution, the monitor board will be replaced to reduce potential recurrence. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged while attempting to monitor a patient (age & gender unknown), the device inappropriately shut down and restart/reboot itself multiple times. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.